Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was unable to charge unless the customer held the usb charging cable into position within the pump usb port. The customer's blood glucose (bg) level was 427 mg/dl. Reportedly, the customer believed the usb port may have been damaged. Tandem customer technical support (cts) was unable to verify any usb port damage on the pump. A replacement usb cable was sent to the customer. Multiple contact attempts were made by cts to determine if the replacement cable resolved the issue; however, the customer did not respond.